Manufacturer narrative:
(B)(4).sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.(B)(4).

Event description:
It was reported the patient had abnormal scarring which caused the leads and extensions to pull (reference MFR. Report # 's: 1627487-2016-03707, 1627487-2016-03708, 1627487-2016-03709, 1627487-2016-03710, 1627487-2016-03711 and 1627487-2016-03712). This resulted in discomfort at the ipg site. Subsequently, the patient underwent surgical intervention on (B)(6) 2016, where the ipg was relocated from the patient's flank to the chest. The patient received effective therapy postoperative.